Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and sensor patch and no issues were observed. The applicator was not returned, therefore adc is unable to further test the returned product. If applicator is returned, issue will be reopened for investigation. An extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.      The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. Customer reported that as a result they experienced a loss of consciousness and was unable to self-treat. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. No further investigation can be performed at this time as the sensor applicator have not been returned. If applicator will be returned, an investigation will be performed. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. Customer reported that as a result they experienced a loss of consciousness and was unable to self-treat. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. Customer reported that as a result they experienced a loss of consciousness and was unable to self-treat. No further information was provided. There was no report of death or permanent impairment associated with this event.